Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the trigger on the small battery drive device was not working. According to the report, the event did not occur while in use on a patient nor within the sterile field. It was reported that there was a 10-15 minute delay in the procedure due to the event, and an unspecified spare device was available for use to complete the procedure successfully. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: it was noted in the initial report that there was a 10-15 minute delay in the procedure. The additional information received states that there was a 5-10 minute delay reported. During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the trigger is not working and the device kept running after the trigger was released. Please note that additional device codes have been added to reflect the additional information that was received. The additional information does not change the assignable root cause and will remain normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date of this report was inadvertently documented as (B)(6) 2017 in the initial report. The correct date was (B)(6) 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the trigger was not working was confirmed. An assessment was performed on the device which found that the lower trigger was displaced/moved out of place. It was also noted that the flange for the trigger had risen off the electronic control unit (ecu) and was loose. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.